Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the initial implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the physician was unable to successfully place a coronary sinus lead. Approximately one month later a left ventricular (lv) lead was successfully implanted. However, the patient had a stroke while in the hospital and was treated with medication. A pocket hematoma also developed. One month later the pocket was revised and an infection was noted. A few weeks later the patient presented to the electrophysiology lab for complete system extraction due to worsening pocket infection for that reason the cardiac resynchronization therapy defibrillator (crt-d) and all leads were explanted. No additional adverse patient effects were reported.